Event description:
Due to inaccurate fill estimates, customer thought the pump was not delivering insulin and gave themselves a manual injection which resulted in a low blood glucose level of 35 mg/dl. It was reported that the customer would prefill cartridges with cold insulin.

Manufacturer narrative:
The t:slim pump user guide cautions from filling a cartridge until prompted by instructions on the pump screen. The addition or removal of insulin from a filled cartridge will result in an inaccurate display of insulin level on the home screen. In addition, the guide cautions that insulin is at room temperature before it is added to a cartridge. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.